Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for device check. Interrogation of the device revealed episodes of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. It was noted that the device was oversensing the capacitor maintenance tests. There were no reported patient symptoms, and the patient will continue to be monitored.